Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: suspected bia-alcl.

Event description:
Clinic employee reported a patient with suspected bia-alcl. No further information has been provided. Pathological markers confirming alcl have not been received. The status of the device is unknown.